Manufacturer narrative:
Initial reporter first name: (B)(6). Device evaluated by MFR.: promus select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal and proximal end lifted and stretched. The undamaged crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The non-totally occluded 90% stenosed, de novo, concentric target lesion containing a >45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 3.5 non-boston scientific (bsc) sheath was placed, a non-bsc guidewire was crossed the lesion. Pre-dilatation was performed with a non-bsc balloon catheter. A 38 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed again and the stent still was unable to track the tortuous lesion. The device was removed from the patient. The procedure was completed with another of the same device and good timi flow 3. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.